Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia on an unknown date with blood glucose level of 33 mmol/l. The customer was treated with intravenous drip. The customer also reported the cannula caused issue. The device will not be returned for analysis.